Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
The facility reports the cna was transferring the pt from a wheelchair to her bed. The pt was lifted by attaching the four points on the sling to the lift hanger bar. The cna then moved the lifter with the pt to the side of the bed and began to rotate the hanger bar in order to position the pt for lowering. The cna rotated the pt by putting her hands on the pt and sling. As the rotation was in motion, the right shoulder clip came loose of the stud on the hanger bar and the pt slid out head first onto the floor with the pt's body between the legs of the lift. A therapist was in the hallway and heard a noise from the pt's room. She then proceeded to enter the room where she saw the pt in distress and immediately informed the nurse's station of the event. The pt sustained a laceration to the back of the head and was taken to the hosp for treatment where she received stitches and later was hospitalized. The lift was inspected and found to be in fair condition and working to specifications. It had normal wear and tear but no major damage that would compromise the proper use or proper function of the lift. The sling was also inspected and found to be in good condition. The clips were intact and working properly.